Manufacturer narrative:
(B)(4).

Event description:
Pt reported his dexcom display devices asked to pair a new transmitter even transmitter is yet used for 90 days. However, the patient did not see any alert or error message before it asked to pair a new transmitter. Pt is not interacting with display device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.